Event description:
We received six event reports within two days describing the same issue, urine leaking from the air port of the foley catheter. No visible defect of the device. Catheter and drainage bag/tubing had been maintained in a dependent drainage position. No patient harm although it impaired the ability to measure output due to unknown amount of urine leaked. Four of the catheters had been placed in the same unit, and two in other units (with separate supply inventory). The leak was not identified until after all packaging had been discarded so we do not know any lot numbers, although from the way our hospital is stocked we suspect it was likely more than one lot involved. We informed staff of the concern and asked for packaging to be retained and leaks reported if found but no more reports submitted. Manufacturer response for urinary catheter, sure step foley tray system (per site reporter). The regional bard rep acknowledged that this issue has been reported before. A field assurance rep then reached out to me with routine follow up questions and provided packaging for me to return the foleys (of the six reports, four catheters were retained and are being mailed to bard for their evaluation).